Manufacturer narrative:
According to the customer, on (B)(6) 2025 the foley catheter was reading the patient's temperature at "84.5 deg fahrenheit", and upon further inspection it was discovered that the catheter was no longer inside the patient, and the catheter was noted to have a "deflated balloon". The customer reported that the foley was inserted on (B)(6) 2025 with "no issues". The customer reported due to the incident an additional foley was inserted. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the foley catheter was reading the patient's temperature at "84.5 deg fahrenheit", and upon further inspection it was discovered that the catheter was no longer inside the patient, and the catheter was noted to have a "deflated balloon".